Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported the customer went to the emergency room (ER) with a low blood glucose (bg) level of 23 mg/dl. Reportedly, customer inadvertently initiated a 10 unit bolus which caused them to go low. Reportedly, customer was treated intravenously with fluids of saline and insulin in the ER. Customer was released from the ER the same day with issue resolved and no permanent damage.